Event description:
It was reported that the customer received a cot fastener without key components. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Other cot fastener components.